Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Event description:
As reported by fcs, approximately 7 years post implant of a 26mm sapien xt valve in the aortic position the bioprosthetic valve failed due to stenosis and paravalvular leak. A valve in valve procedure was performed; patient was treated with a 26mm sapien 3 ultra valve and left the operating room in stable condition.

Manufacturer narrative:
H6 updated. The valve was not returned; therefore a visual inspection, functional testing or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history was performed. The following instructions for use (IFU) were reviewed: nova flex+ delivery system with sapien xt valve. Based on this review, no IFU/training deficiencies were identified. As the complaint for post implantation stenosis was unable to be confirmed, a complaint history review was not required although, the complaints for valve stenosis and valve regurgitation pv leak were confirmed, a complaint history review is not required per as the device has been implanted 5 year or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve stenosis and valve regurgitation pv leak was confirmed based on medical record provided. No allegation of device malfunction contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out of round configuration), trauma (cardiopulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. The medical report review revealed that patient had dyslipidemia and diabetes mellitus, and these are known factors that can increase the risk of valve calcification. When a heart valve becomes calcified, the leaflets become stiff and eventually lead to valve stenosis. While a definitive root cause was unable to be determined, it is possible that patient factors (preexisting comorbidities: dyslipidemia, diabetes) may have contributed to the reported event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Due to limited information and unavailability of relevant returned product, a definite root cause is unable to be determined at this time. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.